Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was unknown. The customer stated that the a broken force sensor was detected during seating or regular delivery during basal. Customer reported that they were unable to clear the alarms. Customer stated that they were not able to rewind the pump. The customer was advised the pump requires replacement and to discontinue use of the pump. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a broken force sensor and critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.